Manufacturer narrative:
The technician isolated the issue to a non-functioning valve guide tube. He replaced head up valve guide tube to repair the bed. The bed functions are now working properly.

Event description:
Information received indicates the head up function is working manually or under power.